Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in h.3.,h.6 and h.11. The account indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company lens, 21.0 diopter (add power +2.2/+3.2) lens was replaced with a monofocal, non-company, 21.5 diopter lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with halos and shadows. The lens was exchanged for another lens model 04 months 27 days following the initial procedure. Clinical reason for explant was mentioned as mechanical complication. Additional information was received, there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).